Event description:
It was reported that the cuff, pump and balloon of this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, it was noted that the cuff, balloon and balloon tubing did not pass the visual inspection.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The visual test revealed that the cuff had wear at a fold. No leaks were identified. The balloon was visually inspected, and leak tested. The visual test revealed that the balloon had wear at a fold in the shell. This component had contamination in the shell and was identified to be non-spherical. Also, the balloon tubing had torn from fatigue below the adaptor junction. The pump was visual inspected, and leak, functional tested. This component passes all those tests. Based on the components on passing the visual inspection, this could have caused or contributed to the product performance.